Event description:
It was reported the gastrointestinal videoscope had a burnt tip cover. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information for the investigation of the reported event, the probably cause was likely attributed to high frequency endo therapy accessories being used without ensuring sufficient distance from the device. Olympus will continue to monitor field performance for this device.